Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester alleges precision issues. Inratio 2.7 lab 5.4, - six hours between tests. Pt had vaginal bleeding since late sunday. Doctor said to withhold warfarin tuesday and wednesday. Took test on wed, and it was 2.7. Pt self tester given plasma in the hospital.